Manufacturer narrative:
The IV set was not returned to the manufacture for investigation. The initial determination by following the company procedures was that this complaint did not constitute an MDR reportable event. This MDR is filed retrospectively as a corrective action to address one of the FDA inspection observation made on 08/11/2016.

Event description:
The user reported " over the past two month two(2) a2-80071-df IV sets leaked above the filter where the tubing meets the filter. The lot # was not obtained for the first leaking incident but a patient was involved and no injuries or harm of the patient was reported." No patient injury or harm was involved in this case.